Manufacturer narrative:
(B)(4) 2013: analysis from the manufacturer is pending.

Event description:
On 3.22.2013 a sorin crm USA, inc. Sales representative returned this ovatio dr. According to mr. (B)(4), the isoline lead was oversensing, so it was capped. Since the ovatio was almost 5 years old, the physician decided to replace it with a paradym rf dr even though it was not at eri.

Manufacturer narrative:
On april 22, 2013: analysis from the manufacturer is pending. On may 21.2013: preliminary analysis showed device operation was within specifications.

Event description:
On 3.22.2013 a sorin crm USA, inc. Sales representative returned this ovatio dr. According to mr. (B)(4), the isoline lead was oversensing, so it was capped. Since the ovatio was almost 5 years old, the physician decided to replace it with a paradym rf dr even though it was not at eri.